Event description:
The customer reported that during a laparoscopy, the knife blade of the device came out of its track in the jaws, preventing the jaws from closing, and the surgeon received a small cut to the palm of his left hand. The injury was approximately 1cm in length and was treated with steri-strip. It was reported that the cut was not serious and the surgeon is in good condition. There was no injury to the pt. Upon receipt of the device for evaluation at covidien, a preliminary investigation found the knife blade was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.